Manufacturer narrative:
Device lot # not provided, therefore manufacture date is unknown. The product has not been received by 3m or evaluation. Product lot # was not provided. Without the sample 3m was unable to determine the location of the leak and identify the root cause. 3m will continue to monitor. Multiple attempts have been made to obtain further information on reported incident.

Event description:
A hospital employee alleged that a 3m¿ ranger¿ high flow disposable set (model 24365) was discovered to have a leak during priming. Leakage location was not provided. The disposable set was not used. No patient or staff injury occurred.